Event description:
During a coronary angioplasty the distal end of the "c" wire remained in the artery (approx 15-20 cm). Attempts were made to remove, or possibly secure by using a stent, however, these attempts were not successful. It was decided at that time to end the procedure while that pt remained in stable condition. The wire was removed surgically on 1/18. The pt remains in cvicu at present.